Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an esophageal dilation procedure to treat esophageal strictures performed on (B)(6) 2025. During the procedure, the technician tried about 5 to 6 times but was unable to fully inflate the balloon. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of a balloon pinhole. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable investigation result of a balloon pinhole in the esophagus. Block h11: investigation results the returned cre pro wireguided dilatation balloon was analyzed and a visual inspection found no physical damage. A functional evaluation found the balloon inflated without problems but was not able to hold pressure due to a pinhole in the balloon. Microscopic evaluation found the balloon had a pinhole located approximately 2mm from the tip of the device. No other problems with the device were noted. The returned device revealed the balloon had a pinhole located approximately 2mm from the tip of the device causing the balloon not to inflate. The pinhole found is likely to have occurred due to procedural factors such as excess pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the pinhole. Therefore, the most probable root cause is an adverse event related to procedure.